Manufacturer narrative:
Patient information is not available for reporting. (Therapy date): unknown. This report is for one (1) unknown guide wire. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery performed on an unknown date, a surgeon inserted the guide wire, but struggled to get the dynamic hip system (dhs) screw over the guide wire as the guide wire was pulling in different directions. When implanting the plate on, surgeon positioned the t-handle so this was parallel to the femoral shaft but struggled to get the plate on and as a result ended up advancing the lag screw into the head by 1-2mm. They had to use a shorter screw and have the t-handle at an oblique angle in order to get the plate on. No information available about patient condition, outcome and surgical prolongation. Concomitant reported parts: unknown t-handle (part # unknown, lot # unknown, quantity 1), unknown lag screw (part # unknown, lot # unknown, quantity 1. This report is for one (1) unknown guide wire. This is report 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected concomitant devices: t-handle (part/lot unknown, quantity 1); dhs plate (part/lot unknown, quantity 1).